Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing had separated from set when loading into the serter. No further information available.